Manufacturer narrative:
Age and date of birth and ethnicity: unknown as information was not provided. Date of event: unknown, not provided, but the best estimate date is between 26-jul-2021 and 12-oct-2021. The device was not returned for analysis as the product was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's operative eye. The iol was explanted in a separate secondary procedure and replaced with different model lens with the same diopter size, dib00 19.5 diopter iol, due to complaints of mechanical complication - refractive surprise. There was no patient injury, no medical intervention, and no surgical intervention. Patient was reported as doing fine post-operatively. The lens is not being returned as it was discarded. No further information is available.